Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent escape button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at a display window corner, a cracked reservoir tube window, a cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported that she received a button error alarm on the insulin pump after she was wearing leggings and the face of the insulin pump was facing her skin. The customer did not notice any perspiration on the insulin pump. Her blood glucose was at 97 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.